Event description:
The end user tried one of the activelife drainable pouch with stomahesive - (B)(4) pouches in (B)(6) 2013 on clean dry skin. The end user reports he experienced itching/burning under the entire adhesive.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported that he removed the product within a few hours. He stated that he cleaned his skin with water and applied unk barrier wipe and his hollister product. End user reports that this skin cleared by next hollister pouch change. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).